Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. Insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, cracked retainer and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient had high blood glucose and was hospitalized at 1 pm yesterday. The customer reported that insulin pump has a crack over near where the battery is. Blood glucose was over 600 mg/dl. The customer is in the hospital with diabetic ketoacidosis. Ketones were 80-160. The customers could not get ketones or blood glucose down. The customer was hospitalized overnight with lack of insulin and dehydration. Patient's blood glucose at time of incident was 550 mg/dl. Patient's current blood glucose was 188 mg/dl. The customers had vomiting, stomach pain, nausea and dizziness. Blood glucose was 188 mg/dl. The customer treated high blood glucose with manual injection along with the pump and it was not enough. The customer was wearing the pump at time of hospitalization. The customer reported crack at battery compartment. The insulin pump will be returned for analysis.